Event description:
Complainant reported that the charite prosthesis migrated anteriorly. Anterior teeth were seating just anterior to vertebral body. Surgeon removed the size 4 charite disc and replaced in the ideal position with a size 3 charite disc, two weeks after initial arthroplasty.